Event description:
During the evaluation of the device, the field service engineer (fse) discovered that the etco2 failed to calibrate. There was no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the etco2 module, which was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.